Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during an in office interrogation inappropriately stored episodes of non-sustained ventricular tachycardia (vt) were observed due to oversensing of noise on the right ventricular (rv) channel. The oversensing led to pacing inhibition with greater than two seconds of asystole. The patient was noted to be asymptomatic. The field representative was able to reproduce the noise when the patient moved their arms across their chest, however the noise was not being marked by the device. Boston scientific technical services (ts) was consulted and discussed further troubleshooting options along with the option of continuing to monitor. Ultimately the cause of the noise remained unknown and a revision procedure was performed where the rv lead was surgically abandoned and the crt-d was explanted. A new device and lead were successfully implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.